Event description:
Patient reported, against the left side. "The implant was removed, due to capsular contracture, baker grade, pain. And asymmetrically prominent left breast implant folds with trace fluid pockets within these folds. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported against the left side "the implant was removed due to capsular contracture baker grade, pain, and asymmetrically prominent left breast implant folds with trace fluid pockets within these folds. The device has been explanted.